Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulty removing the device was unable to be replicated in a testing environment as it was based on operational circumstances. The failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/ review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily tortuous, heavily calcified, 90% stenosed proximal left anterior descending artery. The 2.5x33 mm xience prime stent delivery system (sds) was unable to cross the lesion. Resistance was felt during advancement and retraction of the sds due to interaction with the calcified vessel. A 2.5x15 mm xience prime and a 2.75x18 mm xience prime sds was able to cross and deployed successfully. The patients final outcome was satisfactory. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.